Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was charging intermittently on the day of the reported event. Reportedly, the customer had to manipulate the charging cable in order for the pump to take a charge. The customer¿s blood glucose level was not impacted. Follow up form tandem technical support was declined.